Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-vantive technician. Inspection of the machine showed that the ¿l¿ shaped silicone connector was broken. Additional clarifying evaluation information was not provided. A service history review was performed and found that the device has been serviced within the last twelve (12) months for a similar report of machine leakage. A board was replaced, and all required service actions were completed. The reported condition was verified. The cause of the silicone connector failure was not determined; however, the component was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from an ak 96 machine prior to use. There was no patient involvement. No additional information is available.